Manufacturer narrative:
Updated sections: d4 expiration date and UDI, h6 device code(s) and type of investigation. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. H3 device evaluated by manufacturer: customer reports of calcification and stenosis were confirmed. X-ray demonstrated metal band around leaflet 3 was bent outward and heavy calcification on all three leaflets. As received, all three leaflets were stiff and translucent-like due to dehydration. Extrinsic calcific deposits were observed on the surfaces of all three leaflets on both the inflow and outflow aspects. Leaflet 3 had 6mm tear near commissure 3 and calcification was evident at the tear. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately -5mm on leaflet 1 at the inflow aspect. Host tissue overgrowth on the stent circumference was minimal on the outflow aspect. Suture remained attached to the sewing ring around leaflet 1. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Sewing ring cloth had multiple cuts around the valve. Wireform was exposed around leaflet 1 on the inflow aspect and on commissure 3.

Manufacturer narrative:
H10. Additional manufacturer narrative: added information to h6. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. The cause of the event was most likely due to patient factors and progression of underlying valvular disease.

Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through ipr that a 23mm 3000 valve has been explanted after an implant duration of 8 years, 2 months due to calcification and aortic stenosis. The patient presented with progressive shortness of breath, fatigue, low exercise tolerance. The explanted valve was replaced with a 25mm 11500a valve with no complications. The patient was discharged home in stable condition on pod # 4. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device.